Event description:
It was reported that the multifocal intraocular lens (iol) was explanted because the lens had shifted and daily activity was significantly affected. A vitrectomy was needed upon lens implantation. Initially, it was stated that the patient's post-operative status had improved. Additional information revealed that the lens was explanted and replaced with lens from another manufacturer, and the patient had a yamane procedure with a lucia 602 lens. Further information suggests an anterior capsular tear under the incision, which wrapped around to become a posterior capsular tear. Noticed vitreous coming from around the posterior capsule. No medical treatment is required. The product is being retuned. The patient's post-op status is unknown. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.